Event description:
A customer contacted beckman coulter to report that there was a leak of clear fluid (diluent) dripping from under the coulter lh 780 hematology instrument. The volume of the fluid was approximately 5ml. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There is an exposure control plan at the facility. No erroneous results were generated. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the lower sheath restrictor line at pinch valve (vl46b) had a pin hole leak causing fluid leak in the lower diluter. The fse replaced the tubing to pinch valve 46 and the lower restrictor line that fixed the leak. The fse also replaced the sample line to the flow cell, and replaced the radio frequency (rf) preamp due to noise on the conductivity baseline; neither of which was related to the leak. The fse verified repairs per established procedures. Results meet published performance specifications. System validation was documented in customer qc record. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of this event was a pin hole leak at the lower sheath restrictor line at vl46b. (B)(4).